Manufacturer narrative:
The reported event was confirmed. The evaluation observed a tear at the backside of the pouch paper. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package has been opened or damaged"

Event description:
It was reported that the package was broken. Additional information was received from the international business center on 13-feb-2019, that the outer package was broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the package was broken. Additional information was received from (B)(6) on 13-feb-2019, that the outer package was broken.